Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring a pericardiocentesis. Transseptal puncture was performed under echocardiographic guidance, seemingly without difficulty. An advisor fl mapping catheter was placed in the left atrium. Sheath filtering on ensite was difficult. Geometry mapping began but the physician had significant difficulty navigating within the left atrium and decided to replace the catheter with a tacticath se ablation catheter. Upon introduction of the tacticath, impedance was elevated in certain areas (>300 ohms) and the geometry did not match the CT scan. The patient's blood pressure dropped. Transthoracic echocardiography revealed a significant pericardial tamponade. A pericardiocentesis was performed, the patient stabilized and was transferred to the intensive care unit. The physician alleges the brk needle caused or contributed to the tamponade. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.